Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a poor barrier separation of sample, the red cells did not go below the gel, or no pbmc visible with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the red cells either did not go below the gel, or there was no pbmc layer visible above the gel. I have been using the same box of cpt tubes ~monthly for the last few months (part # 362760, lot #8340762, exp 31-dec-2019), to obtain pbmcs from nonhuman primate blood. This week I experienced a major problem with several of the tubes - after spinning, the red cells either did not go below the gel (2 tubes), or there was no pbmc layer visible above the gel (1 tube, needed to repeat collection). This has happened on odd occasions over the last few months but today it was with several tubes and the solution for some of the tubes seems to be running a sterile applicator stick (not the cotton end) around the gel to ¿loosen¿ it from the glass wall of the tube so it can travel. I was wondering if this is an expected issue with the age of the tubes (as they are approaching their expiration date) and/or if there is a way to deal with this? Without the trick to loosen the gel, my samples would not have yielded pbmcs at all. Additionally, on (B)(6) 2019 the bd sales consultant provided the following additional information: the tubes were spun within the guidelines in the package insert (I used 1600g for 22min, at rt). The tubes were collected approximately 15 minutes prior to centrifugation, and inverted before placing in the centrifuge. There were tubes from 3 different primates: 1 worked fine, 2 had all the red cells above the gel. I spun those two again for about 7 minutes at 1600g, rt, and afterwards one still had the red cells above the gel and the other had no visible pbmc layer. For the tube with the red cells still above the gel, I used the stick of a cotton-tip applicator to loosen the gel and spun again; this worked and pbmcs were collected. For the tube with no visible pbmc layer, another sample was collected, again the red cells remained above the gel. I used the cotton-tip applicator trick and spun again, and this again worked and pbmcs were collected. I¿ve summarized this in the table below. All 3 primates were treated with the same drug 12 weeks ago. I have collected pbmcs 1, 3, 10, 30, 60, 90 days post-dose - in the beginning most of the tubes worked as expected, but for the last two collections I experienced problems with the tubes (at the 60 day sample, one tube had all the red cells above the gel, and after spinning again had no visible pbmc layer, so I collected the sample again and processed as usual with no issues. This was before I learned the cotton-tip applicator trick from our clinpath lab). All samples have been collected via a straight draw with a multi-draw needle and vacutainer holder. The tubes are stored in a lab which is temperature and humidity controlled (procedure room in animal facility), in their original box to protect from light. This is in a research setting, no patients or subjects were impacted negatively, aside from having another blood draw, and no change in course of treatment was needed. This happened to be the last draw of the study, and the tubes are set to expire at the end of the year, so they will be discarded and new tubes obtained for future studies.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that there was a poor barrier separation of sample, the red cells did not go below the gel, or no pbmc visible with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the red cells either did not go below the gel, or there was no pbmc layer visible above the gel. I have been using the same box of cpt tubes ~monthly for the last few months (part # 362760, lot #8340762, exp 31-dec-2019), to obtain pbmcs from nonhuman primate blood. This week I experienced a major problem with several of the tubes - after spinning, the red cells either did not go below the gel (2 tubes), or there was no pbmc layer visible above the gel (1 tube, needed to repeat collection). This has happened on odd occasions over the last few months but today it was with several tubes and the solution for some of the tubes seems to be running a sterile applicator stick (not the cotton end) around the gel to ¿loosen¿ it from the glass wall of the tube so it can travel. I was wondering if this is an expected issue with the age of the tubes (as they are approaching their expiration date) and/or if there is a way to deal with this? Without the trick to loosen the gel, my samples would not have yielded pbmcs at all. Additionally, on 11/6/2019 the bd sales consultant provided the following additional information: the tubes were spun within the guidelines in the package insert (I used 1600g for 22min, at rt). The tubes were collected approximately 15 minutes prior to centrifugation, and inverted before placing in the centrifuge. There were tubes from 3 different primates: 1 worked fine, 2 had all the red cells above the gel. I spun those two again for about 7 minutes at 1600g, rt, and afterwards one still had the red cells above the gel and the other had no visible pbmc layer. For the tube with the red cells still above the gel, I used the stick of a cotton-tip applicator to loosen the gel and spun again; this worked and pbmcs were collected. For the tube with no visible pbmc layer, another sample was collected, again the red cells remained above the gel. I used the cotton-tip applicator trick and spun again, and this again worked and pbmcs were collected. I¿ve summarized this in the table below. All 3 primates were treated with the same drug 12 weeks ago. I have collected pbmcs 1, 3, 10, 30, 60, 90 days post-dose - in the beginning most of the tubes worked as expected, but for the last two collections I experienced problems with the tubes (at the 60 day sample, one tube had all the red cells above the gel, and after spinning again had no visible pbmc layer, so I collected the sample again and processed as usual with no issues. This was before I learned the cotton-tip applicator trick from our clinpath lab). All samples have been collected via a straight draw with a multi-draw needle and vacutainer holder. The tubes are stored in a lab which is temperature and humidity controlled (procedure room in animal facility), in their original box to protect from light. This is in a research setting, no patients or subjects were impacted negatively, aside from having another blood draw, and no change in course of treatment was needed. This happened to be the last draw of the study, and the tubes are set to expire at the end of the year, so they will be discarded and new tubes obtained for future studies.